Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the ins replacement surgery is scheduled for (B)(6) 2017 to resolve the eri. The consumer reported that the patient's right hand twitched one time on (B)(6) 2017 but hasn't since then. It was stated that the hand twitch is an isolated event as of right now, and that the twitch only occurred one time. The implant was interrogated as well which showed the left dbs at eri with approximately 6-8 weeks before end of service. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that one of the patient's ins devices batteries had run out. The consumer reported that the patient stated that the battery does not last very long. The consumer confirmed that they had seen an elective replacement indicator (eri) for the implant on the left side on the patient programmer. The consumer also reported that they had noticed the eri because the patient's arm was twitching, which the consumer stated, had not happened in years. The consumer reported that both the device eri and the onset of the patient's arm twitching began on (B)(6) 2017.